Manufacturer narrative:
Citation: covolo, e. Md. Comparison of balloon-expandable versus self-expandable valves for transcatheter aortic valve implantation in patients with low-gradient severe aortic stenosis and preserved left ventricular ejection fraction. American journal of cardiology (2015) 115(6):810-5 doi 10.1016/j.amjcard.2014.12.042 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review regarding the comparison between balloon expandable verse self-expandable trans catheter aortic valve in patients with low-gradient severe aortic stenosis and preserved left ventricular ejection fraction. All data were collected from multiple centers between 2007 and 2013. The study population included 146 patients, of which 51 were implanted with a corevalve. The corevalve population was predominantly female; mean age 82 years. Serial numbers were not provided. Among all patients, implanted with a corevalve, adverse events included; moderate to severe aortic regurgitation (ar), conversion to open surgery, cerebral vascular accident (cva), myocardial infarction (mi), vascular complications and blood loss. No additional adverse patient effects or product performance issues were reported.